Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 463mg/dl. The customer treated with manual injection. Troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues.the customer declined the high pressure test and was advised to follow up with their doctor.